Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. A proximal type ia endoleak was observed after implantation of the stent grafts and the sealing zone was ballooned; this did not resolve the endoleak. The physician deployed an ovation iliac limb extension into the aortic body seal zone as a 'cuff.' During deployment, the extension graft displaced 5-6 mm proximally resulting in the graft using a balloon. The physician then used a brachial approach to attempt to cannulate the renal arteries to place stents which was also unsuccessful. The physician converted the pt to open surgery and explanted the grafts. According to the physician, the pt expired on (B)(6) 2013 due to causes unrelated to the stent graft procedure (cardiac issue).